Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) electrocardiogram (ECG) cable signals were coming on and off. There was no harm reported.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) electrocardiogram (ECG) cable signals were coming on and off. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4,b5,e3,g3,g6,h2,h6(health effect-clinical and impact code),h10. 06/13/2024 received information- there was no patient involvement. Initial reporter occupation- (B)(6).

Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had down-EKG cable signals coming on and off. There was no patient involvement. A getinge field service engineer (fse) evaluated and was unable to test original ECG cable that was on unit. Fse tested ECG and blood pressure signals with minisim, verified unit working correctly. No fault found. During checkout, noticed compressor and safety disk was due for replacement. Replaced scroll compressor d119-00-0236 and safety disk d202-00-0140 . New safetydisk failed during testing, installed new d997-00-1178 pneumatic module assy, rohs. Recalibrated transducers. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.